Event description:
Boston scientific received information that this patient's home monitoring equipment detected a high out of range pacing impedance for this patient's right ventricular (rv) lead. The physician is aware of this measurement and has chosen to monitor for now and no intervention is planned. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.